Event description:
A field service engineer (fse) reported observing bubbles inside the red blood cell (rbc) diluent dispenser of the coulter lh 780 hematology analyzer. The fse stated that erroneous red blood cell (rbc) and platelet (plt) results were recovered for multiple patients for this event. However, the erroneous results were not reported out of the laboratory and there was no change or affect to patient treatment in connection with this event. The customer indicated that the rbc and plt results obtained for all affected patients were believed to be erroneous as the results did not correlate with the patient's clinical history. A review of the provided printouts for eight (8) different patients indicates a mix of flagged rbc, hematocrit (hct), and plt results with hemoglobin & hematocrit (h&h) check failed messages. The customer did not provide the correct results for analysis or comparison.

Manufacturer narrative:
The field service engineer (fse) evaluated the instrument and confirmed bubbles inside the red blood cell (rbc) diluent dispenser (pm2). The fse proceeded to replace the dispenser to resolve the issue. (B)(4).